Event description:
It was reported that during a da vinci radical prostectomy procedure, a broken cable from the prograsp forceps instrument was identified. The da vinci procedure was completed and there were no reports of missing or fallen pieces. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint the reported issue of a broken cable was confirmed. The instrument pitch down cable was broken at the distal clevis hub. The broken cable segments that contain the crimp was still installed in the clevis. The clevis did not exhibit any damages or wear marks. No other damages were found on the instrument. The reported broken cable does not itself constitute a reportable event. This failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the broken pitch cable found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur. This complaint is being reported due to the broken pitch cable found during failure analysis.